Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic colectomy, the jaws did not open when cartridges intended to be changed before the 2nd firing on the colon. The device did not clamp the patient¿s tissue at the time. Another device was used to complete the case. There were no adverse consequences to the patient.